Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level read "high" on cgm. Customer attempted to treat elevated bg with a bolus, however they were unsuccessful due to the malfunction alarm. The customer addressed elevated bg by pump reset and correction bolus.